Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of physical damage or abnormalities. The device was cleaned for approximately 5 hours and blood side pressure integrity testing was performed at three liters per minute with twenty-three psi of back pressure for ten minutes and showed no internal or external leaks. The blood side pressure drop was 120 mmhg which is less than 124 mmhg requirement for a new device specified in product specifications. Conclusion: analysis could not duplicate the reported clinical observation of high pressures as the product performed as designed and within specification during laboratory testing. Based on the analysis/investigation, there were no design, manufacturing or component anomalies that would have caused or contributed to the reported event. Serial number was added to this report. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information indicating that onset of a bypass procedure, high pressures were seen with this affinity oxygenator. It was reported that during the priming phase, the oxygenator's pressures were observed to be within normal ranges (venous and arterial measured), heparin was added to coat the circuit. However, five minutes into the procedure, pressures increased over 500mmhg. To resolve the issue, the oxygenator was changed out and the procedure was completed successfully. There was no patient affect reported and the device will be returned for analysis. It was reported that the patient was (B)(6).

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. The device history record could not be reviewed, as the serial/lot number provided was inaccurate. That information has been requested along with the product return. (B)(6). (B)(4).